Manufacturer narrative:
(B)(4).

Event description:
It was reported the device kinked during use in the cardiac resuscitation department. No additional event or patient details were available.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The customer also returned one 20 ga arterial catheter for evaluation. Signs of use were observed on the catheter body. Visual inspection of the catheter revealed a kink adjacent to the juncture hub. Microscopic examination confirmed the kinking. No other defects or anomalies were observed. The catheter body total length measured 55mm, which is within the specifications of 52-56mm per catheter product drawing. The catheter outer diameter measured 1.070mm, which is within the specifications of 1.04-1.09mm per catheter product drawing. A lab inventory 10ml syringe filled with water was attached to the returned catheter and flushed. Water was observed exiting out of the distal tip with little to no issue. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with peripheral intravascular devices must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury". A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The IFU also states, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed one kink adjacent to the juncture hub of the catheter. Despite this, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the device kinked during use in the cardiac resuscitation department. No additional event or patient details were av available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device kinked during use in the cardiac resuscitation department. No additional event or patient details were av ailable.